Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2012. However there were over 100 manual power-ups, of less than 2 minutes duration during this period. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in multiple manual power-ups of less than 2 minutes in duration occurring on (B)(6) 2012 to (B)(6) 2012. Investigation confirmed a fault with the membrane. This caused the device to switch itself on automatically, which has the potential to cause premature depletion of the pad-pad (battery). The returned pad-pak form lot 609 was found not to be fully depleted. The pad-pack, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.